Manufacturer narrative:
Product was not returned to the manufacturer. It was sent to external laboratory . No examination of the product was performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Review of the case , shows that according to the provided informations on (B)(6), and on the basis of the recurrence of issue for this device range , the root cause is related to an user error during implant insertion. Indeed , the surgeon applied a angle during insertion which caused device disassembly. As it's mentioned in the surgical technique ( step 11) " during and after insertion , avoid lateral and rotational movements of the implant-to- peek cartridge assembly". Investigation found no evidence on a product issue . Root cause ; surgeon inserted the implant with an angle ( did not follow the instructions). Device not returned to manufacturer.

Event description:
Mobi-c p&f us : disassembled during insertion. According to the reporter : during insertion of the mobi c implant the implant came apart from the cartridge. This did not impact the patient nor the surgery. We just loaded a new implant. The surgical technique for loading and inserting the mobi c implant was followed. No delay additional information received on (B)(6) : the surgeon might have implanted the device with an angle ; there was a distraction applied ; according to the reporter there was no resistance encountered during implant insertion; the second implant was inserted with the same steps ; the surgery was completed with another device of different height (from h5 to h6) . The reporter assume that the surgeon made a different choice because he does a lot of drill during discectomy ; no -x rays available.